Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from reagent probe b on their unicel dxc 600 synchron system. The customer stated the leak was uncontained with fluid found on the laboratory floor. The customer inspected the instrument and verified the reagent syringe was tight and not leaking. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.